Event description:
It was reported that a user experienced hyperglycemia while using the ilet after being disconnected from the device and consuming a meal without announcing; a fingerstick measured 477 mg/dl, and the agent completed a blood glucose assessment and provided troubleshooting and education. Investigation included customer interview and troubleshooting. Further investigation of this case revealed user management issues related to device disconnection and unannounced meal, with the device operating as expected when used per instructions. The user experienced symptoms of elevated blood glucose without clinical sequalae. Outcomes included recovery without medical intervention, with follow-up confirming reduction of blood glucose to 156 mg/dl. It was concluded that, based on previously established findings for similar reports, the event was related to use conditions, and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.